Event description:
It was reported that during a triple-a endo stent procedure, when using the device it was clipping fine. They continued to fire on the vessel and then the clip did not come out. As a result, the jaws cut into the vessel. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 16 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.